Manufacturer narrative:
4581: significant reduction of irido-corneal angles, shallowing of the ac. Manufacture narrative: yag, iop elevation from the baseline, and secondary surgical intervention to remove the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault, elevated iop, pupil block, angle closure, significant reduction of iridocorneal angles, and significant shallowing of the ac. Enlargement of pi/yag was performed. The lens was later removed, and the problem was resolved. Reportedly, "because of high vault and high iop, icl was extracted. Ater icl extraction the iop was normal." Cause of the event was a patient-related factor.